Event description:
Customer reported if she programs a bolus it will not lower her blood glucose level. Customer stated if she injects herself with an insulin shot, it will lower her blood glucose. Customer alleges the pump is not delivering accurately. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.